Event description:
It was reported that a patient died from a bad pain pump infection. The drug being delivered in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The referenced date is not valid; unable to approximate based on records provided. Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).